Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735585, version: 3.1.4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a brain procedure. It was reported that the patient was registered optically with fiducials, then the surgeon switched to electromagnetic (em) to pass a stylet. When switching to em, the non-invasive patient tracker (nipt) was not being tracked. The surgeon swapped the nipt port and reloaded the toolcard with no change. They then switched to a different em procedure and swapped to a new nipt. The software prompted to clear the current registration. The user said 'yes' and the tracker began tracking but the touchpoints that had been saved to the fiducials prior to the procedure were cleared and had to be re-added. This happened a second time in the same procedure, and the surgeon tried to swap back to deep brain stimulation (dbs) and to em again to try to restart the nipt connection and the application closed. A hard reboot brought the system back up and the landmarks were still stored, but the nipt was showing metal interference. The surgeon adjusted the emitter placement and the registration was saved and the tracker was being tracked. The surgeon swapped ports for the nipt and the registration followed the tracker. There was a delay of less than one hour and no impact to the patient. A representative noticed that when swapping back and forth between procedures, there were two dbs nexframe procedure listed. One looked as it should, but the other listed guidance view as the only view option, no matter which layout was selected. The procedure with limited view options was able to be deleted.

Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the unexpected exit event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Codes b01, c10, d02 are applicable to this analysis. A software analysis was initiated for the tracking issue and limited view option. The software evaluation found that a probable cause was unable to be determined for these issues. Codes b01, c19, d15 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.